Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged has to hold cable to charge the pump. There was no adverse impact to customer's blood glucose level. A replacement cable and wall adapter was sent to the customer to resolve the issue.